Event description:
The pre-loaded drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of distance vision and myopic miss, the iol was explanted in a secondary surgical procedure and replaced with a drn00v 21.5 diopter iol. There was no patient injury, no medical intervention, and no surgical intervention performed during the lens exchange procedure. Patient status post lens exchange was reported as slightly improved vision. No further information is available.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was noted that section g4: PMA/510(k) number in the initial MDR was inadvertently submitted missing the ¿p¿ before the numerical value. The complete number is p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: review confirms section g4 (PMA/510(k) no. P980040) in the original MDR was correct; follow-up #1 was submitted in error. This supplement corrects that mistake. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.